Manufacturer narrative:
Evaluation summary: the product was not returned to analysis: the lens remains implanted. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge, handpiece, and viscoelastic. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used was not specified. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcomes following an intraocular lens (iol) implant procedure. Additional info was received from the surgeon, who reported the lens position looks fairly close to postop goal of 95-100 degrees. The corneal astigmatism is at 75 degrees. The event has not resolved. In the surgeon's opinion the iol did not cause or contribute top the event, however, the cause of the event was not specified.